Manufacturer narrative:
(B)(4). The customer refused repair services, and informed that they will retire the unit. There is no additional information available for this device, and no product will be returned for investigation or repair.the lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that a pulse oximeter's display was intermittently missing. There was no patient involvement.